Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer's biomedical engineer, who stated that the monitor was validated, and testing showed that the device was working correctly. A philips education team provided education to the unit in the hospital over the course of 3 days to rectify any issues. The education team provided training, including proper installation, the right cuff and cable combination, and the importance of using philips validated supplies with their monitors. Based on the information available, the cause of the reported problem was an education issue. The reported problem was not confirmed. At the end of education, the account was still not satisfied and asked for the vs30's to be returned. They have the desire to use a different monitor within the philips portfolio and seem happy with the choice.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device had inaccurate blood pressure readings. The customer biomed validated and tested the device and confirmed that it worked correctly. After philips team did re-educate the customer on the monitor he was still not satisfied and stated the monitor is impacting their patient care. The device was in use on a patient. There was no report of patient or user harm.